Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported that the patient couldn't turn their device on, and they were slurring their words. The patient had not turned it off, and it turned off on it's own. It was noted this had never happened before. When syncing with the patient programmer, it showed stimulation "off." During the call, the patient programmer showed replace the batteries screen. The patient replaced the batteries and encountered poor communication. It was stated that other troubleshooting steps were attempted, then worked with the recharger which showed the patient's implantable neurostimulator (ins) was more than half. After several more attempts, the patient was able to turn stimulation back on. It was noted the patient saw their healthcare professional every 4 months. It was stated that troubleshooting resolved the reported issue. No further patient complications have been reported as a result of this event.